Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during the inspection of the loaner kit it was noticed that the screw for the aiming arm attachment does not fit perfectly. There was no procedure and patient involved. This complaint involves two (1) devices. This report involves one (1) aim-arm 125deg f/stat+dyn dist lock. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product complaint # (B)(4). Investigation summary : the received pictures were reviewed, the complained devices are not visible. There are two cotton swabs with some black residues visible. If the residue are from the aiming arm and if they have an influence on the functionality of the device cannot be confirmed based on the pictures, therefore is the complaint as n/a in the confirmed field. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device history lot : part # 03.037.113. Lot # 2l89988. Manufacturing site: haegendorf. Release to warehouse date: 20. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: device returned. H3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: the aim-arm 130° f/stat+dyn dist lock(p/n: 03.037.113, lot number: 2l89988) was received at us cq. Visual inspection of the complaint device showed no damage observed. The image "source pic" was also reviewed but no defect was identified. A functional assessment was performed by rotating the screw component ad found no residue left. Since the mating device was not returned the assembling/locking functionality of the screw cannot be checked/performed. The complaint was not able to be replicated. This complaint is not confirmed as no damage was observed and a functional test was unable to be performed due to no mating devices. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.037.113, lot # 2l89988, manufacturing site: haegendorf, release to warehouse date: 20. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.,part # 03.037.113, lot # 2l89988, manufacturing site: haegendorf, release to warehouse date: 20. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.